Manufacturer narrative:
Examination of the submitted device revealed areas of wear and deformation. Son end). The damage to the device was consistent with the reamers stripping at the connection point after being subjected to hard cortical bone and heavy usage. The root cause is attributed to device wear from normal use and servicing. Based on the investigation's determination of device wear from normal use and servicing, no corrective action is being pursued. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The mbt revision primary reamer was spinning inside the hudson adapter. Both pieces are stripped.